Manufacturer narrative:
Patient's identifier, age, sex, weight, date of event, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Product not returned for evaluation. If the product returns, analysis will be completed and a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, labeling or packaging issue was observed.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis.